Event description:
Report received from the USA stating that the device had "heated up during surgery." The reporter was unaware of the type of procedure. There were no injuries or medical intervention reported. There was no delay reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).